Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string came out. Just the string, not the rest of the tampon, vagina [foreign body in reproductive tract]. The string came out [device breakage]. Case narrative: consumer reported via rr that the tampon string came out. No serious injury was reported.